Manufacturer narrative:
(B)(4). Insulin pump passed self-test, and displacement test. Insulin pump was programmed with test minilink and the glucose sensor simulator. However, insulin pump unable to communicate with test guardian link transmitter glucose sensor simulator, problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the customer received sensor updating alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.